Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 680 mg/dl. The customer stated she was having symptoms of high blood glucose such as nausea, vomitting, and excessive thirst prior to being hospitalized. The customer also stated she was borderline diabetes ketoacidosis. The customer stated she was taken off the insulin pump and given insulin and injections at the hospital. The customer also stated her blood glucose was still high when she was released from the hospital. The customer requested to have her insulin pump replaced. No additional information provided.